Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire deformed was confirmed. Returned was a guide wire. The guide wire was severely k inked along its length. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the proximal weld is intact. The length of the core wire was difficult to measure exactly because of the kinks, but it appeared to be 60 cm in length. This is consistent with the guide wire graphic. The od of the guide wire measured 0.791 mm. This met specification of 0.788 - 0.826 mm per guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within other remarks: the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed and there were no relevant findings. This investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 9680794-2016-00079.

Event description:
It was reported that in emergency when trying to remove the second guide wire the guide deformed. As a result, a third kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) old female.